Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to an intermittent connection at connector j1000 pins 1 and 2. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had delivered a low-energy pulse during testing.